Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they received emergency medical assistance and got hospitalized due to low blood glucose on july 5, 2018 with blood glucose of 61 mg/dl at the time of the incident. The customer was at 97 mg/dl at the time of admission. The customer was wearing the insulin pump during the incident. The customer had a critical pump failure alarm. The customer got a different pump error before the critical error. Troubleshooting was not completed due to the pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book).